Event description:
It was reported that during a prophylactic extraction of the right ventricular (rv) lead, insulation breakdown was noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 419488 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage.